Manufacturer narrative:
The provided session records were reviewed by technical services (ts) and it was determined that the device was under-sensing r-waves. Ventricular fibrillation therapy assistance (vfta) was not triggered due to the device sensing in and out of the episode. The device performed per programmed settings. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that intermittent ventricular under sensing was observed on the implantable cardioverter defibrillator (ICD). The patient's clinic reviewed transmissions dated (B)(6) 2025 sent at 2.00 am. Episodes on (B)(6) 2025 from 11.36 pm to 11.45 pm displayed non-sustained ventricular tachycardia (nsvt) and non-sustained right ventricular oversensing (nsrvo). Episodes on (B)(6) 2025 at 2 am showed no cardiac activity. The patient's family notified the clinic on (B)(6) 2025 of the patient's death. A review of the electrocardiograms (egms) by technical services revealed under sensing due to the differing amplitude of r waves and the programmed settings. Due to this under sensing resulting from varying r wave amplitudes the device kept going in and out of the episode. The device was programmed with vfta (ventricular fibrillation therapy assistance) on, but it did not sense two consecutive discrimination signals. There were also instances where the device biventricular paced into refractory tissue which appeared as non-capture but was due to under sensing before biventricular pacing. The physician believed the patient's other preexisting medical conditions contributed to his death. The patient had chronic kidney failure and refused dialysis treatment. Information received notes the death occurred at the patient's residence at night, the patient was noted to pass peacefully. The physician believed the system was functioning as programmed. The physician did not believe there was any malfunction of abbott products prior to, during, or after the event. The system remained implanted and was not expected to be returned.